Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having a hematoma; the shoulder dislocated. The surgeon removed and replaced the original insert and added a spacer.